Event description:
Could not remove PICC line. Pt sent to ER - x ray fine. Sent pt home as no one "qualified" to remove. Homecare nurse attempted to remove. 10 cm extracted only. At another time 8 more cm removed. Pt received anti-inflammatories. Nurse removed 7-8 cm, when line broke. 15 cm remained in pt's arm. Pt to hospital for cut-down to remove. Additional info received from rptr 1/14/00: could not remove had to do under fluoroscopy.